Event description:
Ez flow 480 infusion pump screen had lines visible across the screen. Unable to read screen. Pump was turned off. When turned back on, the pump was no longer programmed, and in a different mode.